Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation from the implantable neurostimulator (ins) since a fusion surgery on her back 6 months prior. The patient programmer would not communicate with or without the antenna. Troubleshooting was performed and the programmer still would not communicate with the ins. The patient reported not being trained on using the device and had never changed batteries in the programmer. Additional information received reported that the patient felt stimulation for the first year and a half. Communication between the programmer and ins was also not possible when attempted by the physician approximately one month prior. The patient was hospitalized for treatment of depression. The patient was currently not feeling stimulation and she could not use the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v242434, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).